Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display is blank. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump may have been exposed to moisture. Customer cannot troubleshoot as the pump is not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.